Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface pob. The unit passed extended self testing.